Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device was faulty with damaged bearings, motor and flex. The device failed the speed test and vibrates. The device was repaired and returned to customer on 11/16/2012.

Event description:
Device was returned for service. During service, technician found the device motor and flex were defective. This is report 1 of 1 for (B)(4).